Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the cardiac resynchronization therapy defibrillator was in back-up mode since (B)(6) 2019. The patient was unaware of the device being in back-up mode. The device was reset and restored. The patient was stable before, during, and after the reprogramming.